Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During a ventricular tachycardia ablation procedure, when ablating on the septal side of the left ventricle, an atrioventricular block occurred. No intervention was conducted and the procedure was still able to be completed. Upon leaving the procedure room, the patient was still noted to be in atrioventricular block. The patient was noted to already have an implantation of a double chamber defibrillator. There were no performance issues with the device.